Event description:
Pt had a 4.5mm cannulated screw implanted in the ankle. During a follow-up x-ray metal shards were discovered in the ankle. Revision surgery was done to remove the metal from the ankle.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned. Synthes is unable to determine the MFR date without a lot number.